Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h12d03135 and h12f30026. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by consumer with supplemental information provided by a nurse in (B)(6) of peritonitis and catheter site infection in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient developed catheter site infection. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient started hemodialysis (hd) therapy. The patient was recovering from this peritonitis event.